Event description:
It was reported that 2 clips broke prior to the patient, 1 was broken near the living hinge and 1 was broken at the bow-shape.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544240 hemolok l clips 6/cart 84/box for investigation. The lid stock was also returned. The cartridge was visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with a clip broken in half at the hinge and no intact clips remaining in it. The half of the clip in the cartridge was the half of the clip containing the hook. The half with the pierced bosses was not returned. It could not be determined exactly how or what caused the clip to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of a clip being "broken" was confirmed based upon the sample received. The cartridge was returned with a clip broken in half at the hinge and no intact clips remaining in it. The half of the clip in the cartridge was the half of the clip containing the hook. The half with the pierced bosses was not returned. It could not be determined exactly how or what caused the clip to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73g1800378 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 2 clips broke prior to the patient, 1 was broken near the living hinge and 1 was broken at the bow-shape.